Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate therapy while traveling in mexico. The patient reported it was a hot day and they were climbing on rocks at the time, they were not feeling symptomatic. The patient was not able to have a device interrogation while in mexico, and had left the communicator at home so no remote interrogation was possible either. The patient returned home to the united states about four days later and went to the clinic for a device check. The local sales representative reported the patient had received anti-tachycardia pacing (atp) and six shocks for what appeared to be a supraventricular tachycardia (svt). It was noted the rhythm was unstable and fewer than 3 out of 10 beats were correlated. Technical services discussed programming options that could help avoid therapy for this rhythm in the future. The local representative also noted the patient was active and dehydrated at the time of the inappropriate therapy, and the only parameter the physician elected to change at the moment was to increase duration, from 15 seconds to 30 seconds. No adverse patient effects were reported outside of the inappropriate therapy, and the device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.